Event description:
It was found during baxter's testing that a pump had a delayed keypad. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The symptom delayed keypad was confirmed and reproduced. The delay observed was about 3 seconds. The keypad was tested and all keys were found to function as designed. The delay was caused by a failing processor printed circuit board. As a result, the printed circuit board was replaced. Baxter has initiated a CAPA to further investigate the issue.